Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer reported high blood glucose. She thinks the high blood sugar is due to underdelivery of insulin by the pump. The customer also reported communication issues between the pump and meter. No adverse event reported. A request was made for the return of the device, replacement sent.